Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported the two previous implants (two at one time) didn¿t work from the date of implant so they had frequent adjustments which never helped so they never had therapeutic effect. According to the consumer the healthcare provider (hcp) said that something must have happened to cause them to move, but they hadn¿t had any falls or trauma, so either they were implanted incorrectly or they just didn¿t work. On (B)(6) 2017 both systems were completely replaced. No further complications were anticipated. Refer to manufacturing report #3004209178-2017-09813.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.